Event description:
The customer contacted physio-control to report that their device had a service indicator present and that it would continuously reset itself upon powering on. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control replaced both the system controller (sc) pcb and the user interface (ui) pcb assemblies and after observing proper device operation through functional and performance testing the unit was returned to the customer for use. Physio further examined the removed ui pcb assembly and determined that the cause of the reported failure was an integrated circuit (ic) chip, designator u2. The sc pcb was an ancillary replaced part and there was no failure of this assembly.

Manufacturer narrative:
(B)(4). Physio-control examined the customer's device and verified the reported failure. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.